Manufacturer narrative:
For 2/23/2015 - this correction is being submitted to the FDA to show this device was evaluated by the manufacturer and that the evaluation summary was attached to the previously submitted follow-up 01 report.

Event description:
Boston scientific received information that during the explant of the right ventricular (rv) lead, insulation damage was noted on this right atrial (ra) lead so the physician chose to explant it. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from medical devices applied during the explantation procedure. Blood penetrated the lead in the cut areas. With regard to the issue mentioned in the complaint description, no other damages of the insulation were found. In summary, the lead presented cuttings in the insulation, which resulted presumably from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.